Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high;" however, a specific value was not provided. Customer changed the pump supplies and delivered a bolus via the pump to address bg level.